Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device confirmed the reported condition, as the packaging was damaged. It was noted that the outer cardboard box was damaged with various rips and tares. The most likely cause of the event was a hard impact, which caused the tear in the implant pouch. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-00992 / 04053).

Event description:
It was reported that during a knee revision procedure, it was discovered that the sterile packaging of the femoral component was damaged. However, the outer box was not damaged. Another implant was used to complete the procedure.